Event description:
It was reported this was an arteriotomy closure of a calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional impella procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, there was difficulty inserting the second prostyle into the anatomy. As the second device was being advanced the sheath kept bending. It was noted the sheath was kinked when inside the vessel possibly due to scar tissue. The device was not deployed and removed. At this time, the operator decided to continue with the procedure and upsized the sheath to 14f. The procedure was completed and the knot of the first device was successfully advanced and tied off. However, there was still pulsatile bleeding. At this time, another prostyle was used but same issue occurred as the second one. The device was removed and manual arterial compression was applied. Hemostasis was achieved with the knot of the first prostyle device and manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.